Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self-test. No rf pic failed selftest alarm was noted. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer received a radio frequency pic failed self test. Customer was not able to troubleshoot. Customer was advised that insulin pump would need to be replaced.